Manufacturer narrative:
.

Event description:
A report was received that the patient, who was recently implanted, still had some swelling at the ipg site and difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.